Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result on bd max¿ check-points cpo assay was obtained. There was no report of patient impact.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional medical device types are as follows: nqx, njr, ozn. E.1. Initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result on bd max¿ check-points cpo assay was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "environmental contamination". Customer reported suspected several false positive results. Service cleaned instrument and air filter, checked robot movement, renormalized readers. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by the customer. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint is unconfirmed. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.